Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage located in the tube. This event occurred on 08-dec-2024. Customer changed supplies as necessary and resumed insulin therapy. No further information available.